Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to it was confirmed that there was an impurity attached to the lead body. After removal, the lead was checked again and found that the transparent protrusion had disappeared, but upon closer inspection of the lead, we could see that one of the lead wires had turned black, which is the same position where the transparent protrusions could be seen. It is thought that there may be damage here. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to it was confirmed that there was an impurity attached to the lead body. After removal, the lead was checked again and found that the transparent protrusion had disappeared, but upon closer inspection of the lead, we could see that one of the lead wires had turned black, which is the same position where the transparent protrusions could be seen. It is thought that there may be damage here. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr in blocks d6a implant date and d6b explant date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to it was confirmed that there was an impurity attached to the lead body. After removal, the lead was checked again and found that the transparent protrusion had disappeared, but upon closer inspection of the lead, we could see that one of the lead wires had turned black, which is the same position where the transparent protrusions could be seen. It is thought that there may be damage here. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.